Event description:
Additional information was received that the patient has severe generalized tonic-clonic seizures with a variable baseline, so it's possible that there was trauma or manipulation that could have pulled the lead pin out from the generator header. The patient later had a revision where incomplete pin insertion was confirmed. After the pin was reinserted, impedance was normal, but the surgeon elected to replace the generator. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 investigation findings and investigation conclusions, corrected data: initial report inadvertently omitted codes c0205 and d1101.

Event description:
It was reported that the patient was experiencing an increase in seizure activity and high impedance was seen. X-rays and internal generator data were received and reviewed. Generator placement was observed to be normal with the feedthrough wires intact. The lead pin does not appear to be fully inserted as the end of the pin cannot be seen past the second connector block. Additionally, there is a portion of the pin seen prior to the first connector block that is not seen when the pin is fully inserted and the notches on the pin that are usually directly between the two connector blocks appears to be very close to the first block. A strain relief bend and loop are placed according to labeling. Tie-downs were also seen according to labeling. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture, discontinuities, and sharp angles; however, none were noted. Based on the x-rays received, the cause of the high impedance is incomplete pin insertion; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. The patient was later scheduled for a revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the suspect device is not available for return.